Event description:
A nurse reported that after implantation the intraocular lens (iol) was noted to have scratch on the optic. The iol was exchanged during a second procedure. Additional info has been requested.